Manufacturer narrative:
This ipg serial number was included in field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r / sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system as recommended by manufacturer's guidelines. The patient reported being without stimulation for over a month. In addition, the patient programmer displayed an error message and the charging system was unable to locate the ipg. Follow-up identified the company representative met with the patient and confirmed the ipg as inoperable. Surgical intervention may be undertaken as the next course of action.